Manufacturer narrative:
This case was assessed as reportable to the FDA as the event was deemed to meet serious injury criteria of necessitating medical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. Additionally, the device was assessed as possibly causing or contributing to the event. The lot number was not reported. The reported event of erysipela is not addressed in the label. Not returned.

Event description:
A physician reported that a female patient received radiesse injections to her malar area for aesthetic purposes. Medical history was not provided. Concomitant medication included lidocaine. The patient has a past history of radiesse injections to the bilateral malar area with no complications. On an unknown date, the patient was injected with 1.5 cc radiesse to her bilateral malar area after mixing with 0.3 cc of lidocaine. The day after treatment with radiesse, the patient experienced an inflammation on the left side with decreased sensitivity. In addition, the left mucosa and gums showed aphthas and inflammation also. The patient went to the emergency room and was administered intramuscular (im) corticosteroids and an oral pattern. An unspecified number of days later, the patient developed a fever and was diagnosed with cellulitis. Treatment included an antibiotic; however, the fever did not resolve and the patient's symptoms worsened. The patient was subsequently diagnosed with erysipela. At the time of this report, treatment was being given for this infection. The reporter assessed the event of erysipela as possibly related to the use of radiesse. Follow-up was received from the physician on (B)(6) 2016. The patient was a (B)(6)-year-old female. In 2014, the patient has been treated previously with a total of 1.5 ml of radiesse into both sides of the malar area with good results. On (B)(6) 2016, the patient was injected supra-periostally with a total of 1 ml of radiesse, instead of the previously reported 1.5 ml, into both sides of the malar area. The patient was injected with 0.5 ml into the right malar area and 0.5 ml into the left malar area. On (B)(6) 2016, the day after treatment with radiesse, in addition to the previously described symptoms, the patient experienced skin hypersensibility with a burning sensation and not feeling anything to pressure. On (B)(6) 2016, the patient was seen in the emergency room for consultation only. There she saw a maxillofacial healthcare professional who administered the im and also an oral corticosteroid. Four to five days following the consult, the patient experienced a febrile peak and received a new antibiotic treatment (not specified). At the time of this report, the events were considered resolved; however, the patient was informed she would have a long term recovery. The intensity of the event was considered severe. In the opinion of the reporter, the aphthas did not relate to the erysipela infection, but could be related to a possible immunosuppressed status after corticoid administration.